Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a suspend feature issue. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 07/02/2015-product analysis:the device was returned and evaluated by product analysis on 06/16/2015 with the following findings:the complaint was unable to be duplicated or confirmed with investigation. Review of the pump¿s black box revealed no abnormal behavior. The pump successfully completed a prime sequence and 24-hour exercise test without issue or alarm. The pump was manually suspended and resumed with issue. No damage to the keypad cover was found. All keypad buttons were appropriately responsive. Unrelated to the complaint, a battery compartment crack was observed.